Event description:
Patient-controlled epidural analgesia (pcea) infusion started. Programmed for total volume - 100 ml cartridge of ropivacaine-fentanyl 0.2% - 1 mcg/ml preset to 10 ml/hr basal rate, demand dose of 5 ml every 15 minutes, hourly limit of 30 ml. Green light was on, numbers were decreasing. Plugged into wall outlet for power source. Patient reported increase in pain despite having hit the epidural button 3 times with no relief. Switched epidural cartridge. Pump states "running" and states "5ml" in the remaining volume. Tubing unclamped. Cartridge removed and felt full. Screen showed administration, however cadd still had 95 ml present. Pump replaced, new cadd pulled.